Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. The impact to the patient beyond that which has been reported cannot be determined. Should any relevant clinical information be provided, this complaint would be re-assessed. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instruction for use was reviewed and found the following statement: "do not contact the exposed return with non-targeted tissue." A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a tonsillectomy surgery using a "evac 70° xtra wand"; a 0.6/0.7 large wound similar to a burn appeared inside the upper lip of the patient, despite the device did not touch the lip. Although the procedure was completed with the same device, it is unknown if there was a surgery delay. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.